Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0pweh, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4) pertain to product ID: 3889-28, lot# va0pweh, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had the device removed because it had defective wiring, shocked them, and the wires were crossed. It was noted this happened with all five of the devices the patient had explanted. No further complications were reported/anticipated. The ins explant in this event is one of the five referenced. Refer to manufacturer report #3004209178-2017-09701, 3004209178-2017-09702, and 3004209178-2017-09703 for details pertaining to the other referenced ins explants.